Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, it was noted that the distal strap was deformed. The straps from the distal part became loose, the device detached after a suture line and after cutting. The overstitch device was removed from patient, and the procedure was completed with a new overstitch sx. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of cap detachment of device or device component.